Manufacturer narrative:
The customer reported to merge technical support that the pms data cable was unplugged from the link assembly. It was reset and the connection was restored. Prior to this event, the site had a similar issue where the pdm was not communicating properly with the hemo monitor and caused the invasive pressure to be intermittent on all channels ((B)(4)). During that time, a replacement coiled trunk cable was shipped to the customer on (B)(6) 2016. However, as of the date this event - (B)(6) 2017, the site had not yet installed the replacement coiled trunk cable. Once the replacement cable was installed, it was found that the faulty one had been pinched by the automatic bed when it was lowered. Once the replacement hardware was installed, the customer confirmed that the system worked correctly. Device labelling, hemo-6373 v10 user manual, addresses the possibility for such an occurrence with statements such as, "there are three icons on the bottom of the hemo monitor, left of the time display that are displayed as visual indicators of system status. The patient name is displayed at the top of the screen and the day, date, and time are displayed at the bottom of the screen. Two man icon: this icon appears to indicate communication between the hemo monitor pc and the patient data module (pdm). If there is a problem with any of the functions represented by the above three images, the icon color will switch to red." Also, in the general system maintenance section it states, "inspect overall physical condition of the system components, peripherals, and interconnecting cables. Perform any corrective actions required."

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the merge hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the merge hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the merge hemodynamics hemo monitor pc. On (B)(6) 2017, a customer reported to merge healthcare that communication was lost between the hemo monitor and the pdm (patient data module). The customer reported that the two-man icon was red indicating a communication/connection issue and it occurred after a patient had been prepped and the procedure had started. Subsequently, the hemo monitor was rebooted once prior to the start of the procedure and then again during the procedure resulting in a loss of patient monitoring. The delay was ~10-15 minutes while the hemo system was rebooted. With merge hemo not capturing physiological data, there is a potential for delay in treatment that could cause harm to the patient. However, the customer reported that the procedure was completed successfully using an external EKG monitor and a portable spo2 device. (B)(4).